Event description:
The customer reported an employee with hydrogen peroxide contact on her abdomen from liquid that rolled off of the package she was carrying. The customer stated that the employee received a "burn" with discoloration. The employee went to the ER to be examined, but she was not prescribed any treatment. The employee reported that by the time she got home from work the discoloration was gone. The customer reported that the cycle was complete, but she did not know if the vaporizer plate was in place. The next day the customer reported that the vaporizer plate was in the unit but not correctly installed and requested service because she believed that the vaporizer plate had been in place the day before. The asp field service engineer (fse) spoke to the customer on the phone and had her install a new vaporizer plate. The customer ran an empty cycle and a cycle with a load and both passed. The customer requested that the fse come out and check the unit. The fse performed a product specification and the unit met specifications.